Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. No trends were noted for complaints and there were no capas that were confirmed in veeva to be associated. An nc was identified as associated with this lot number; however, the failure being reported in the complaint (dynamic suture to mesh failure) is not related to the issue identified in the nc (sterilization excursion). The lot passed endotoxin and residual testing; therefore, sterile barrier integrity is not impacted and concluded product effectively sterile. Devices met specification prior to release. The device was not received for evaluation. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, there was dehiscence of the mesh/sling from the wire during tensioning [dynamic - suture to mesh - delamination]. The doctor attempted to remove as much as possible of the first sling. An anchor was left in the patient. The procedure was completed with a second sling successfully.